Manufacturer narrative:
(B)(4). Date sent: 12/28/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: "please confirm, for the btd05, you didn¿t receive it? No. Of the packaging was incorrectly identified as bcd10? 10mm product was put in the 5mm box. For the bcd10, the packaging was incorrectly identified as btd05? No. Wrong product was put in the wrong box." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that the btd05 secondary box with lot 855a31 was returned with thirteen(13) unopened packaging of product code bcd10 product code with lot 886a36. Due to the condition of the packaging opened no conclusion could be reach on the issue reported. No conclusion could be reach on the cause of the reported event as per conditions of the returned device. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device lot 855a31 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, got the 10 ml item (bcd10) and they were supposed to get the 5ml (btd05). No patient harm/involvement.